Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining results of "286 and 126 mg/dl" with the lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the alleged product issue was not resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.